Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. The elevator marks measured approximately 35 mm and 44 mm from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed. Additionally, the device was analyzed as spyglass camera wire damaged and pyglass camera connection issue. The reported event was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), possibly due to mechanical forces applied to the camera wire as the device was assembled or the tip was articulated. Once the wires were separated, it was possible for corrosion to begin to take place in the gap formed between the wires and the rdl. It was noted that the wires or tsvs appeared to have residue present, possibly from fluid ingress or corrosion. It is possible that fluid reached the rdl or tsv and as it dried, electrical properties of the connection point changed and resulted in the failure of the device. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a stone removal procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, when the intrahepatic bile duct was observed after stone removal, the image of the spyscope ds ii was lost approximately one hour into the procedure. An attempt to reboot the system was made, but the image still did not return. Reportedly, electrohydraulic lithotripsy (ehl) was performed approximately 15 minutes before the visualization issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a stone removal procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, when the intrahepatic bile duct was observed after stone removal, the image of the spyscope ds ii was lost approximately one hour into the procedure. An attempt to reboot the system was made, but the image still did not return. Reportedly, electrohydraulic lithotripsy (ehl) was performed approximately 15 minutes before the visualization issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.